Manufacturer narrative:
(B)(4). They are leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for idiopathic tremor. It was reported that the patient's two leads resistance were too high. The two leads were replaced in the hospital on (B)(6) 2018. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lot numbers were unknown for the leads. The serial number of the ins was updated. The implant dates of the ins and leads were updated. The issue has been resolved. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.